Manufacturer narrative:
Although no injury was reported and no medical intervention was required to preclude permanent impairment, lumenis is aware that the same malfunction was alleged to have caused or continued to a 'serious injury' (cancelled procedure of an anesthetized patient : MDR# 3004135191-2017-00186). Lumenis is reporting this event as it represents a reportable malfunction. Lumenis has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available; the complaint file will be updated accordingly lumenis initiated CAPA #(B)(4) to continue its investigation of this and similar reported events, and to determine corrective action.

Event description:
A foreign user facility reported that their lumenis versacut tissue morcellator's "blades were not moving" during a procedure. No report of patient injury or complications reported as a result of this event. Lumenis has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available; the complaint file and MDR will be updated accordingly.